Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the indicator window of a 7f exoseal vascular closure device (vcd) turned black, but the plug deployment button could not be pressed. After several attempts, the device was withdrawn and manual compression was used to achieve hemostasis. There was no reported patient injury. External compression was attempted and applied with forceful pressure. The procedure involved closure of a puncture site following carotid artery stenting. The procedure reportedly used a right-side retrograde puncture approach, and the patient bmi was not greater than 40. The physician was reportedly certified on the use of the exoseal vascular closure device (vcd). There were no visible signs of device/package damage prior to use and the device was reportedly stored and prepared per the instructions for use (IFU). A 7f non-cordis femoral sheath was reportedly used. Regarding the femoral puncture site, suitability was reportedly verified on angiography including insertion angle, vessel diameter was reportedly confirmed to be =5 mm, and there was reportedly no visible calcium/plaque, no access vessel tortuosity, no nearby stent, no stenosis >50% at/near the puncture site, no closure device/manual compression at the target site within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. There was no reported patient injury. The exoseal vcd and vascular sheath introducer were reportedly retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to solid black; when attempting to depress the button, it reportedly would not depress at all, and the indicator window was reportedly solid black at that time with no red color observed during retraction. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was received fully depressed and there were no anomalies noted to the internal mechanism. The exact cause of the deployment lever depression issue reported could not be conclusively determined as the device was reportedly tested outside of the patient¿s body prior to return. Upon receipt, the deployment lever was fully depressed. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) turned black, but the plug deployment button could not be pressed. After several attempts, the device was withdrawn and manual compression was used to achieve hemostasis. There was no reported patient injury. External compression was attempted and applied with forceful pressure. The procedure involved closure of a puncture site following carotid artery stenting. The device will be returned for evaluation.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) turned black, but the plug deployment button could not be pressed. After several attempts, the device was withdrawn and manual compression was used to achieve hemostasis. There was no reported patient injury. External compression was attempted and applied with forceful pressure. The procedure involved closure of a puncture site following carotid artery stenting. The procedure reportedly used a right-side retrograde puncture approach, and the patient bmi was not greater than 40. The physician was reportedly certified on the use of the exoseal vascular closure device (vcd). There were no visible signs of device/package damage prior to use and the device was reportedly stored and prepared per the instructions for use (IFU). A 7f non-cordis femoral sheath was reportedly used. Regarding the femoral puncture site, suitability was reportedly verified on angiography including insertion angle, vessel diameter was reportedly confirmed to be =5 mm, and there was reportedly no visible calcium/plaque, no access vessel tortuosity, no nearby stent, no stenosis >50% at/near the puncture site, no closure device/manual compression at the target site within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. There was no reported patient injury. The exoseal vcd and vascular sheath introducer were reportedly retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to solid black; when attempting to depress the button, it reportedly would not depress at all, and the indicator window was reportedly solid black at that time with no red color observed during retraction. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.